Event description:
Large bolt in hinge connecting lift arms to mast dislodged and came out during resident transfer and caused resident to fall to the floor causing bruising to coccyx and lacerations to face from top bar of lift falling onto resident's face.